Event description:
An open surgery on the cervical and thoracic spine with intended placement of 4 spine screws bilateral for fixation (at c7 and t1), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From a post-operative CT scan, the surgeon determined that 2 spine screws in vertebrae c7- t1, placed with the aid of navigation, deviated caudally by ca. 5mm from their intended positions. According to the surgeon (treating clinician): the deviation of 2 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with a post-operative CT scan but the placements were not corrected because they were considered clinically acceptable. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was neither harm nor negative effect to the patient due to the deviating initial placement and surgery/anesthesia was not prolonged. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since 2 spine screws were placed in the patient's spine in different positions than desired with brainlab navigation involved, despite according to the surgeon (treating clinician): - the deviation of 2 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with a post-operative CT scan but the placements were not corrected because they were considered clinically acceptable. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was neither harm nor negative effect to the patient due to the deviating initial placement and surgery/anesthesia was not prolonged. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. : according to the results of the brainlab investigation and the limited information provided by the hospital, a clear root cause of the deviating spine screws, placed with the aid of navigation, at left c7 and left t1, shifted caudally by ca. 5 mm, could not be determined. Nevertheless, there is no indication of a systematic error or malfunction of the brainlab device that would have caused the deviating spine screw placements at this surgery. Navigation data provided from the surgery suggests that factors related to the device's usage potentially contributed to the deviating placements on the patient's left side. Apparently, the resulting deviation between the actual patient anatomy location during the affected placements and the registered pre-placement patient scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, and throughout the surgery before and during performing significant invasive actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.